Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose level was 400 mg/dl. The customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer also reported that the insulin pump had insulin flow block alarm. The customer reported that alarm did not occur during fill tubing. The customer declined troubleshooting. The insulin pump will be returned for analysis.